Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a low voltage fault code. A device memory download was taken and sent to boston scientific engineering for analysis.

Manufacturer narrative:
Analysis of the device memory confirmed the low voltage fault which occurred on (B)(6) 2012. The device is experiencing a rapid battery depletion over the past year. The battery current increased 7 times the level over the past (B)(6) days and has remained steady at this level. Engineers recommend device replacement immediately based on current estimates suggesting the device will maintain therapy for functions for one week. The device is scheduled to be replaced within the next week. Upon return and completion from analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed the low voltage battery fault (fault code 1003) that had been reported. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, the battery was removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component behavior can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
Approximately one week later, the device was explanted and replaced. The device is scheduled to be returned for analysis. Upon completion from analysis, this report will be updated accordingly.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.